Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress- cartridge compartment ) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: during investigation, moisture was found through the display lens. No moisture was found in the cartridge compartment. The moisture in the cartridge compartment complaint was not able to be duplicated. A leak was found at the bottom right corner between the keypad and the pump seal. The pump was opened to find moisture throughout the pump casing. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.